Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 50 mg/dl. Customers blood glucose reading at the time of call was 247 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food and glucose tablet for low blood glucose event. Customer experienced symptoms such as anxiety, weakness, shaking and stomach illness. Customer was using auto mode at the time of incident. Troubleshooting was performed for low blood glucose event. The device will not be returned for analysis. Customer will continue the use of device. No further patient complications were reported.